Manufacturer narrative:
A complete lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was dislodged. The patient was scheduled for a procedure to reposition the lead but the lead was ultimately explanted due to a helix issue during repositioning. The procedure was successful. The patient was stable.